Event description:
Resident was being transferred using a medi-man pt lift with a sling manufactured and sold for an invacare lift. The sling, because of the way it was used with the lift, created a "funnel" that the resident fell through. The sling was manufactured to be used with a 6-point attachment harness hanger. The medi-lift is equipped with a 4-point harness hanger. The two who had applied the invacare sling had placed the middle strap onto the crossbar hanger. This alone probably would not have caused the incident, except that they had used the loop on each side that made this the tightest and therefore the first pressure point on each side of the sling located in the hip area. Reporter reapplied the sling on a rn, who is approximately the same height and size of pt in exactly the same way the straps were applied. The sling was placed as it should have been. While raising the lift boom reporter carefully observed the sling and positioning of it. The middle straps were raised first which appeared to open up the area of the sling that supports the buttocks. When the leg and back straps lifted rn sank into the sling several inches before being raised from the seat of the chair . At this time rn's buttock area was clearly visible. Normally the sling would be supporting the upper half of the buttocks. At this point rn was instructed to relax, as pt does not have any muscle tone. Rn suddenly started slipping through the bottom of the sling until rn stiffened and caught self. Repeated this process again with the same results. If the middle straps are not applied as tight or at all the sling operated as well as the medi-sling or an ez-sling. Reporter held an in-service on the importance of not using the invacare (blue) slings or any other lifts except the invacare lifts. Reporter demonstrated proper application of slings, application of loops to lift. Importance of checking placement of sling during transfers, especially before leaving the surface they have lifted from prior to transferring/moving the resident.